Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') and ovarian cyst ('ovarian cystectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, anemia, adenomyosis, chronic cervicitis, hemorrhagic cyst and paratubal cyst. Concomitant products included ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), anaemia ("anemia"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), fatigue ("fatigue"), weight fluctuation ("weight gain/ weight gain /loss unknown") and ovarian cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, left ovarian cystectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, female sexual dysfunction and abdominal pain had resolved and the genital haemorrhage, anaemia, bladder disorder, urinary tract disorder, vaginal discharge, nausea, fatigue, uterine leiomyoma, weight fluctuation and ovarian cyst outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, fatigue, female sexual dysfunction, genital haemorrhage, nausea, ovarian cyst, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment apareunia, pelvic/ abdominal pain, bladder probs., urinary problems, vaginal discharge, nausea, fatigue, fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) -result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury were updated to apareunia. New events: pelvic pain, abdominal pain, anemia ,gen. Abnorm. Bleed, bladder probs., urinary problems vaginal discharge ,nausea ,fatigue, fibroids, ovarian cysts, weight gain/loss fluctuation were added. Concomitant drug,medical history , lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.